Event description:
It was reported that the device provided inaccurate pulse rate readings. Customer reported that the patient experienced multiple high pulse rate alarms throughout the night. Hospital personnel noticed that the patient's heart rate doubled for at least 30 seconds and then come back down to baseline, despite no change in the patient's other vitals. It was reported that once the customer added ECG monitoring, they noticed there was no change in the patient's heart rate, but the device would still obtain spikes in the pulse rate. The customer reported that the device would count the pulse waveform as two pulse rate beats,. Customer also reported that they changed the mms, cable and sensor the next day but they still experience inaccuracies. It was reported that the device continued to provide occasional 20 second acute increase in pulse rates, despite the ECG reading at baseline. There were no known impact or consequence to the patient.

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.